Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Diagnostics mismatch with under-reporting of atrial tachycardia (at)/ atrial fibrillation (af).

Event description:
It was reported that the patient's atrial fibrillation (af) events were not showing on the atrial arrhythmia diagnostics or episodes on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.